Event description:
It was reported that the patient went to the emergency room due to out of range impedances on the right ventricular (rv) lead. The lead remains in use. The patient is a participant in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range. A s ub-threshold lead impedance alert was recorded on (B)(6) 2010, (B)(6) 2012 and (B)(6) 2012. Defibrillation impedance rose from an approximate baseline of 70 ohms to > 100 ohms the week ending (B)(6) 2012 and then recovers to the original baseline. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.